Event description:
(B)(4). Back pain, pelvic pain, headaches, body aches, body rash, metal taste in mouth, blurred vision, foggy mind, no sex drive, pain during intercourse, unnatural bruising, skin blotches, nausea, painful very heavy periods that last 3 weeks, swollen limbs, loss of function in hands, feet numbness, and diagnosed with stage 4 metastatic colon cancer that has spread rapidly to my uterus, ovaries, liver, stomach lining ...no chance for surgery or remission and was given less than 5 years to live. I have to have chemo every 10 days and I have to do it until I die. I got the essure (B)(6) 2011, I was told I've had cancer for 4 years. Essure has been in me for 5 years, device breakage.